Event description:
In 2009, the patient called for assistance in changing her basal rates due to low blood glucose readings. She was assisted in decreasing her basal rates for certain hours. She stated her doctor is aware of her low readings and suggested she adjust her basal rates. She stated she currently has many medical issues and is under a lot of stress, which has caused her blood glucose to fluctuate from 31 mg/dl to "hi." She corrects her low readings by eating and drinking juice. She stated her doctor thinks her insulin sensitivity has changed. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.